Event description:
The customer reported that the system exhibited a "high ma" error during a pt case. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv connections on the hv tank were evaluated and reconnected. Hv calibrations were also performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.